Event description:
On (B)(6) 2011, pt reported having concerns with the up and down button on the infusion device. Pt stated he is having intermittent problems with the down button and sometimes with the up button. Pt reported he noticed the issue while bolusing. Pt stated the buttons pop back up after being pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.